Event description:
It was reported that the insulin pump alarmed button error. Customer wears the device in his pocket. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
No button error alarm was noted. The act and escape buttons did not respond due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a broken belt clip slot and a cracked reservoir tube lip. (B)(4)

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.